Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (ipg) (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2003; 5076-52 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported by the patient that since the device was implanted they have felt a pounding just under the breast on the side of the implant. The patient mentioned this to the medical staff in the hospital post-implant, however no action was taken. Further information from the clinic indicates the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed and symptoms improved. The lead remains in use and there have been no further complaints. No patient complications have been reported as a result of this event.